Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set had leakage. The following information was provided by the initial reporter: jemperli 1,000mg medication running appropriately on IV pump with the bd smartsite extension set in place. Rn found medication leaking onto the floor and patient not receiving full dose of medication. Rn stopped infusion and noticed filter unit on extension tubing was where the leaking was occurring. Pharmacy team was notified and had to re-mix this medication. This medication is very expensive. This is the second time this month we have had issues with the extension tubing leaking costly medications. This also caused the patient to have to stay later for a new infusion and delays then for the clinic. Medication was: dostarlimab-gxly (jemperli) 1,000 mg.